Event description:
During the premature ventricular contractions procedure, blood leaked from the shield of the hemostasis valve because it was loose. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.